Event description:
It was reported that noisy signals were observed on the right atrial (ra) channel which was oversensed by the device. The lead measurements appear stable; however, the automatic threshold cannot be measured due to low evoked response and the intrinsic rate was too high with fusion events observed. The presenting electrogram shows appropriate function and the lead measurements appear stable. Technical services were consulted and recommended further assessment of the lead which remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device ovsersensed noisy signals on the right atrial channel. The lead measurements appear stable; however, the automatic threshold cannot be measured due to low evoked response and the intrinsic rate was too high with fusion events observed. The presenting electrogram shows appropriate function and the lead measurements appear stable. Technical services were consulted and recommended further assessment of the related right atrial lead. This device remains implanted and in service. No adverse patient effects were reported. Additional information: further details from the field indicate that the patient's last clinic visit was on 29, april 2024. The physician noted satisfactory device function without any atrial arrhythmias. The patient is scheduled to continue with regular follow-up visits.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.